Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 44 mg/dl. The customer was treated with glucose tablet. The customer was admitted as inpatient for medical treatment on (B)(6) 2015. The customer stated that her dad overinfused by giving himself too much insulin for a bolus. The patient was advised to call helpline with hospitalization details tomorrow and also advised to meet with dcm and healthcare provider to discuss the use of his bolus chart.